Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was not able to upload to carelink. Caller reported that customer's blood glucose was reading low between 45 mg/dl and 55 mg/dl for a week. Caller was advised on the reason why pump could not be uploaded and caller hung up.